Event description:
Procedure was aborted towards the end of the case when the fiber broke in the doctor's hand spontaneously- doctor burned on hand, ring and pinky finger on the underside. It broke where the doctor holds the fiber in order to manipulate fiber during procedure. Per the device distributor, the fiber was expected to be returned for analysis.

Manufacturer narrative:
Per the device distributor, the fiber was expected to be returned for analysis. At the time of this report, device evaluation results were not available, and no further conclusion can be drawn regarding root cause, lumenis regulatory will file a follow-up medwatch report upon obtaining device evaluation results.